Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt235 infant dual-heated evaqua breathing circuit caused the mr850 humidifier's "heater wire disconnect" alarm to sound. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory heater wires were resistance tested using a calibrated multimeter. Results: the resistance test revealed that the inspiratory and expiratory heater wires were within specification. Continuity testing revealed there was no continuity between the left heater wire pin and the heater wire in the inspiratory limb. Visual inspection identified the open circuit to be caused by a break between the inspiratory heater wire and pin located near the heater wire overmoulded plug. A lot check could not be performed as no lot number was provided. Conclusion: we are unable to determine what may have caused the observed damage on the inspiratory heater wire. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the product was released for distribution. The user instructions that accompany the breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.